Event description:
It was reported to philips the ECG port connector was worn. The customer requested assistance from an authorized field service engineer (fse). The customer noted that the device ECG port connector was worn, however as the device is end of life, the fse was unable to evaluate it. The fse was unable to evaluate the device so a cause was not established. The customer was advised that parts are no longer available as the unit is at end of life. The heartstart mrx and all options associated with the device were discontinued on (B)(6) 2022. The end of support date for the device was also (B)(6) 2022. The customer was aware of the end of life terms and the device remains at the customer site.